Event description:
The customer stated that segments were missing from the display and that there appeared to be a hole in the red button. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided.